Event description:
It was reported that prior to a pulse field ablation (pfa) procedure the faradrive steerable sheath clear was selected for use. After mapping, the sheath was withdrawing. The sheath was switched out for new faradrive sheath. Continued to pull air, and the farawave catheter was swapped out. No air with aspiration. The procedure was completed successfully without patient complications. The device is not expected to be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.